Event description:
Reporting status: death. Reporting rationale: thrombosis requiring medical intervention/pt death. Device issue: no device malfunction has been reported. It was reported that this was an ami case. The target lesion was the rca with moderate tortuosity and calcification. Two promus stents were deployed and post-dilatation was performed with a quantum maverick. Seven to eight hours after the procedure, thrombosis was present. Treatment was performed by placing another promus stent inside the previously placed stents. Additionally, the pt expired in the hosp. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as their own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Myocardial infarction and death, as listed in promus instructions for use are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is possible that the reported death is a secondary effect of the thrombosis. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined. The second promus indicated is being filed under the same MFR number.